Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer experienced high blood glucose level was 400 mg/dl at the time of the incident. Customer's mother stated battery has been changed multiple times. Customer stated the screen was blank. The customer was assisted with troubleshooting and the display did not return. The customer declined troubleshooting for high blood glucose. The customer was treated with manual injection. No further details was given. The insulin pump was not returned for analysis.